Manufacturer narrative:
As reported, post implant of pre-shaped mesh the patient had swelling, fluid discharge, nerve pain and was subsequently diagnosed with a recurrent hernia. The information provided does not help to determine root cause for the patient¿s postoperative course. No conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative symptoms/diagnosis. The adverse reactions section of the instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 102 units released for distribution in february 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3

Event description:
As reported, the patient underwent an open left inguinal hernia repair on (B)(6) 2022. About 3 weeks post op the patient had significant swelling in the left groin, and testicle. He followed up with the surgeon who drained some fluid from the surgical site, cleaned out the area and reclosed the incision using a glue. As reported, the patient has experienced nerve pain ever since. The patient was subsequently diagnosed with a recurrent hernia and was told he will need another surgery. The revision procedure has not yet been scheduled.